Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a spline inversion occurred, and the procedure was subsequently rescheduled. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use (lot # 003411493). Upon insertion into the left atrium and deployment to basket, a spline inversion occurred. The target anatomy was the left superior pulmonary vein. With the sheath slightly curved, the catheter was retracted and rotated inside the sheath. The catheter was re-deployed to basket, but the inversion continued. The catheter was withdrawn from the patient and manually corrected, but once again, inside the atrium the spline became inverted. The patient did not have any unusual or tortuous anatomy and the catheter had not become entangled with any other catheters during the procedure. The guidewire advanced past the catheter during the deployment and undeployment steps. The catheter was replaced with a new farawave catheter (lot # 0034182957), however, this new farawave catheter presented the same difficulties. The procedure was rescheduled. There were no patient complications. The farawave catheters are expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Inspection of the catheter revealed that one of the splines in the distal cage was inverted. A guidewire was inserted through the catheter, and the catheter was deployed to basket, where the spline inversion was still visible. The inverted spline was manually pushed back, and the catheter was deployed to flower successfully. Based on the available information, the reported observation of a spline inversion which resulted in an aborted/cancelled procedure was confirmed.

Event description:
It was reported that a spline inversion occurred, and the procedure was subsequently rescheduled. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave catheter was selected for use (lot # 003411493). Upon insertion into the left atrium and deployment to basket, a spline inversion occurred. The target anatomy was the left superior pulmonary vein. With the sheath slightly curved, the catheter was retracted and rotated inside the sheath. The catheter was re-deployed to basket, but the inversion continued. The catheter was withdrawn from the patient and manually corrected, but once again, inside the atrium the spline became inverted. The patient did not have any unusual or tortuous anatomy and the catheter had not become entangled with any other catheters during the procedure. The guidewire advanced past the catheter during the deployment and undeployment steps. The catheter was replaced with a new farawave catheter (lot # 0034182957), however, this new farawave catheter presented the same difficulties. The procedure was rescheduled. There were no patient complications. The farawave catheter was returned for laboratory analysis.